Event description:
A week after a hysteroscopy procedure, during a post-op visit, the pt was found to have received a burn. Karl storz resectoscope was allegedly being used and a vaginal speculum was in place during procedure.